Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels rose up to 15.3 mmol/l (275.4 mg/dl) while wearing the pod on the leg between 5 and 24 hours. The adhesive was loose and it was unsure if the cannula was still properly inserted into the infusion site.